Event description:
On (B)(6)2010, this pt was treated with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and two contralateral leg components. It was reported that one of the contralateral leg components was explanted the same day. Additional info has been requested.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.